Event description:
It was reported, the patient had discomfort at the ipg pocket site; the physician planned to move the ipg to a new pocket location. It was reported the physician repositioned the ipg on (B)(6) 2012. It was reported, the patient was satisfied postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.